Manufacturer narrative:
Late filing: this MDR is being filed beyond the 30-day requirement. It was noted that the regulatory assessment is routinely performed on new complaints within 1-2 business days after complaint is registered in the complaint management system (cms). The complaint was registered in the cms on friday, 14-feb-2020; regulatory assessment was performed on tuesday, 18-feb-2020 (there was a weekend in this date range). Three days later, friday, 21-feb-2020, dealer was calling back in for warranty replacement of broken cross brace when he reported, at that time, that the end user had suffered an injury when the cross brace broke on the chair. Since sunrise medical does not have a process for routinely re-reviewing complaints that already had regulatory assessment performed; therefore, we are implementing a process to ensure this type of thing does not happen in the future. CAPA (B)(4) has been initiated to deal with this type of late report of injury. Prior occurrence: in reviewing previous complaints registered for this product (serial number: q2-), it was noted that a complaint was registered in the system for the same issue ("broken cross brace"). Complaint ID: (B)(4). MDR 9616084-2019-00014. However, this complaint is being registered as a new incident, not a follow-up, because at the time of the prior incident ((B)(6) 2019), the cross-brace assembly was replaced. Sutures in the arm resulted from the fall on this date. It was seen at that time, that the quickie 2 wheelchair had never had maintenance performed. Sunrise medical requires that quickie 2 wheelchairs are maintenanced at least once per year. Root cause of that failure was user neglect. No repairs were performed at that time by an authorized dealer. Current occurrence: after incident occurred, broken cross-brace was returned to sunrise medical for failure analysis. See attached failure analysis report for details (far 40006.pdf). To be clear, entire quickie 2 chair was not returned, only the broken cross-brace. Inspector visually inspected the returned cross-brace and discovered that unsanctioned/unapproved work had been performed on the cross-brace assembly. Extensive mechanical work had been performed by unknown person or persons. The work performed on the cross-brace assembly further weakened the assembly that directly led to the cross-brace assembly breakage. Therefore, the cause of the breakage in this case was user tampering.

Event description:
Wheelchair user describes event: was at the part in late january when she went down an asphalt paved path in the park. When descending a small hill, she heard a snap and fell out of the chair. During the fall she hit her chin on the asphalt which required stitches. She was attended by her son. No further medical injury or treatments were described. End user states that the cross brace on her wheelchair broke. Age of chair at time of incident was 12 years 4 months. Effective lifetime of chair is 5 years.